Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening, broken/missing plug strap. Leak test was performed and not found opening on the device. A microscopic analysis was performed which identify a broken striated in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the plug strap disk shell assessed as surgical damage.

Event description:
Healthcare professional returned a saline device, making event a deflation.